Event description:
During an atrial fibrillation procedure, the computer host would not start resulting in cancellation of the procedure. The power button of the computer host showed a red light and restarting the computer multiple times did not resolve the issue. It was decided to use another brand of equipment to complete the procedure later that same day. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported power problem and subsequent cancellation remains unknown.